Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. F/u report will be sent when analysis is completed.

Event description:
It was reported the extension was replaced because the pt did not feel the stimulation anymore. The lead and implantable neuro stimulator (ins) were tested with impedance measurements ok. Pt outcome was indicated as good. At the time of this report, no further details were reported. Add'l info was requested and will be provided when it becomes available.